Manufacturer narrative:
An event of paravalvular leak (pvl) and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Information from the field indicated that the valve was selected for a valve-in-valve procedure and was implanted 5mm from the base of the previously implanted trifecta valve. Pvl was noted to improve to mild, although it was noted on echo that the mild leak appeared to be coming from the initial implanted trifecta valve. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the device could not fully seal at the chosen implant depth. However, this cannot be confirmed. The reported off-label use is due to the device being used for a valve-in-valve procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on a (B)(6) 2015 a 23mm trifecta aortic valve was implanted successfully. On 31 may 2023, the patient returned with structural valve deterioration of the 23mm trifecta valve. The patient had dyspnea and fatigue along with aortic stenosis, perivalvular leak, and aortic regurgitation. On (B)(6) 2024, it was decided to implant a 25mm navitor valve in valve to treat the issue. Measurements not obtained via computerized tomography (CT) for the procedure. The 25mm navitor was advanced through the trifecta utilizing a small flexnav delivery system (lot: 9048461), at 80% deployment, the valve was at at an acceptable height in related to the base of the trifecta, but a small perivalvular leak (pvl) was present. The valve was fully deployed at 5-6mm below the base of the trifecta and post dilatation was performed with a 22mm non-abbott balloon valvuloplasty (bav). Following post dilatation, the valve migrated into the left ventricular outflow tract (lvot) at a depth of 10mm and moderate pvl remained. The patient however remained hemodynamically stable. No repositioning of the migrated valve was attempted. A second 25mm navitor valve (serial: (B)(6) was implanted at 5mm (base of trifecta) using a replacement small flexnav delivery system (lot: 9048461). Post bav was performed with 24mm balloon. T he implantation of the second valve improved the pvl to mild. The mild leak was observed to still be coming from the first 25mm navitor. A amplatzer valvular plug iii (lot: 7710116) was implanted which reduced the pvl to trace. The procedure was then completed and patient was transferred to recovery. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.